Event description:
During attempted implant, there was a dissection of the coronary sinus following the use of the catheter. Increased blood pressure and tachycardia was observed. Chest compressions were performed and the patient's was in stable condition.